Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained ventricular oversensing due to noise on the right ventricular lead was observed. The lead will be monitored. No patient consequences were reported.

Event description:
New information received notes noise and oversensing had also been recorded on (B)(6) 2017. The initial reported event dated (B)(6) 2018 indicated non sustained ventricular oversensing due to noise and the lead was being monitored.